Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed further testing on the vessel sealer extend instrument to test the sealing functionality. No issues were observed with sealing and cutting the tissues. No additional findings were found.

Manufacturer narrative:
Based on the claim against the product by the customer noting cutting, sealing and recognition issues on the vessel sealer extend (vse) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the vse instrument to perform failure analysis (fa). Failure analysis investigations did not replicate nor confirm the customer reported complaint. The vse instrument was found with no dislodged blade at the garage track. The blade was manually brought out and no damage was found to the knife cable and blade. There was slight bio debris found at the tip. The vse instrument was placed on the system and passed the self-check. The vse underwent a cut test and passed. Consistent cuts were observed. The vse passed the cut test on multiple attempts. The customer also reported a complaint of "stopped recognizing". This complaint was confirmed but not replicated. For clarification, the vse instrument experienced a dislodged blade. A review of error logs showed 1 blade jammed error message 22025 occurring at the site using system sk5846. The vessel sealer instrument functioned properly from the start but eventually the blade jammed. Root cause of dislodged instrument blades are typically attributed to mishandling/misuse. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. Additional testing was performed for the complaint of "unusual sealing issue". This complaint was not replicated nor confirmed. Energy activation test was then conducted on system using an e-100 model generator. A wet paper towel was held between the grips and began to smoke when pressing the energy pedal. Steam generation from the towel indicated active power and a complete circuit. No loss of power and no intermittent energy were observed. No errors occurred during in-house testing. All proper audible tones occurred during the seal cycle. The grip force test on grips was performed and measured at 6.96 lbf in straight orientation, 6.93 lbf in yaw, and 6.5 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Jaw gap inspection was tested as an additional functional check. The vse instrument passed the knife slot (0.028"), jaw grip test, ceramic dot verification, and continuity test. The vse instrument has been investigated and tested by the failure analysis engineer (advanced failure analysis). The initial fa was confirmed and the energy delivery of the vse instrument was further investigated. The seal test was conducted on a paper towel wet with saline and steam was noticed, indicating energy delivery. The impression on the paper towel appeared to be normal as well. The vse instrument was also tested in bipolar mode and no issues were observed as the paper towel began to steam as well. The vse instrument appears to be functional and moved as expected on the system. A cut test was performed and passed with no noticeable issues. The vse instrument was analyzed and the complaint regarding cutting and insufficient sealing issues were not confirmed by failure analysis. The complaint regarding recognition issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of cutting and insufficient sealing issues cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis of the vse instrument found no energy delivery issue. The vse instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The instrument passed the cut test on multiple attempts. This complaint is considered a reportable event due to the following conclusion: the vse instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The electrosurgical generator used with the vse instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephroureterectomy surgical procedure, the customer noticed the sharpness of the vessel sealer extend (vse) instrument's blade was not good in the beginning of the procedure. The instrument stopped recognizing in the middle and the customer could not cut the tissue. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the instrument had insufficient sealing with an engagement error. It was not that sealing was not possible; it was just unusual. During the sealing sequence, the customer heard an audible signal (continuous tone) while pressing the pedal. The seal cycle was completed with the fast audible tones as expected. Tissue effects were observed, but it was unusual. The sensation was different from usual from the beginning but the cause was unknown.